Manufacturer narrative:
Hamilton medical ag (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received, the following event description: "during bootup, a message appeared saying invalid serial number. Then it goes to a yellow alarm bar message, saying panel connection lost ". No patient involvement.